Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on an unknown date, the insertion handle was faulty. The surgeon tried a second a second nail however, the second nail didn't work either. The surgeon tried to modify the insertion handle so that it would accept the nail for implantation. The insertion handle was still unable to insert the nail. Procedure outcome and patient status are unknown. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 2). This report is for an unknown insertion handle. This is report 1 of 1 for (B)(4).